Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set could not connected tightly with a titanium adapter. There was patient involvement. The minicap transfer set was replaced and the problem was solved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, integrity of seal surface testing, and clamp function testing with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.